Manufacturer narrative:
Insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board. Cracked battery tube thread noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at battery compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.